Event description:
It was reported the patient had a suboptimal response since pump placement in 2011. While the patient was hospitalized for work up for back pain and hand weakness, a dye study was performed on (B)(6) 2013. The patient also was reported to have experienced suboptimal spasticity control. There was poor aspiration of cerebrospinal fluid back through the sideport, 0.5ml. Upon injection of dye, the catheter location was determined to be subdural per the 'surgeon's evaluation of imaging.' It was reported the patient subsequently because hypotonic and later unconscious within twenty four hours post dye study. It was then reported the patient was stable and responsive and was taken to the operating room on (B)(6) 2013 for a revision of the spinal/distal segment portion of the catheter. The dose was reduced from 1494.4 mcg/day to 500mcg/day. It was noted the patient¿s medical history included cervical myelitis and back pain. The device system was used to deliver gablofen. It was later reported the patient was admitted to the hospital for sixteen days. The patient had present with severe back spasms which was thought to possibly be related to the patient's transverse myelitis. It was noted following the catheter revision, the concentration of the medication in the device was 'too high' and the health care provider (hcp) wanted to remove the 2000 mcg/ml and putin 500 mcg/ml. It was noted the patient was walking around but the hcp wanted to make sure the patient was 'right where she needed to be.' It was reported the hcp didn't think there were any issues with the pump. It was later reported the hcp had programmed a priming bolus but they were now seeing the verbiage 'continue/cancel bolus and the reservoir volume was reportedly 'not incrementing down as one would expect.' Upon reviewing the information regarding the prime bolus, it was determined the priming bolus was incorrectly programmed. It was reported the hcp's had been entering the catheter volume in as the single bolus dose and it was noted the hcp's had only programmed 0.26mcg of drug to be delivered which explained why the reservoir volume was not incrementing down. It was reported the hcp had 'was doing a single bolus of just the 0.13 in over seven minutes' and it was noted this amount was a volume and that the hcp wasn't delivering enough to even register. The hcp was delivery 0.13 mcg which equated to '0.0000 something ml's.' It was noted the hcp was possibly going to just 'start over from scratch' because of how little amount of drug had been dispensed. It was later reported the patient's legs were 'too floppy' on the higher dose concentration and that system purge had been successfully completed. The patient was now with 500 mcg/ml concentration at 500 mcg/day dose. The patient was reportedly doing well at the lower dose and was not expected to be seen again until a (B)(6) refill.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).